Event description:
It was reported that this right atrial (ra) lead exhibited decreased pacing impedance measurements in the 400 ohms range. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).